Event description:
During preparation, it was reported that the physician steam shaped the tip of the catheter and then inserted the guidewire. Upon insertion, the guidewire perforated the catheter.no injury was reported with the patient as the event occurred outside the patient.

Manufacturer narrative:
The catheter was returned for evaluation. The catheter tip was partially separated at the point between the marker band and the end of the catheter braid. Based on the investigation, the damage to the distal tip is likely to have occurred as a result of shaping the tip of the catheter which allowed the guidewire to exit through the location of separation.(B)(4).